Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device battery depleted prematurely. It was discovered upon review of the device data that vf detection was turned on one month before implant and delivered several shocks while still packaged. The device was removed and a new device wasimplanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device was received and analyzed. Analysis found that the device was approaching the elective replacement indicator (eri) as weekly battery voltage trend data showed that the battery voltage went from 2.996 to 2.67 volts between (B)(6) 2012; the recommended replacement time for the device is equal to or less than 2.6251 volts. Concomitant products: 4518 competitor implantable pacing lead (B)(6) 2005; 0158 competitor implantable tachy lead (B)(6) 2005. (B)(4).